Event description:
Pt's femur was fractured during procedure.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. A two year complaint database search finds no other reported incidents against the provided product code in any manufacturing lot. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.